Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. No adverse event was reported in conjunction with the high lead impedance condition. The patient's family member reported that the patient does fall, but that there had been no recent injury or trauma that may have damaged the ncp system. Review of x-rays by treating neurosurgeon did not reveal any obvious discontinuities in the ncp sytem, but he suspects that lead break may be the cause of the high lead impedance test result. The patient's family has chosen not to schedule the patient for revision surgery unless pt begins to experience loss of seizure control.